Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The blood glucose at the time of the incident was 187 mg/dl. During troubleshooting, the customer was able to resolve the alarm after changing the entire infusion set and reservoir. The reservoirs will be returned for analysis.